Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited undersensing and loss of capture at maximum output. Electrograms revealed atrial noise and auto mode switch episodes. The device was reprogrammed. The patient was in stable condition.